Event description:
Vessel sealer would not rotate. A new package was opened and used to complete the procedure. Manufacturer response for vessel sealer, da vinci (per site reporter). Formal complaint logged and rga assigned. Requested return of defective product.